Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va09c5d, implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 20-may-2017. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported patient stated that she had never had to have implant settings changed before but now she had a loss of symptom control that at first she just blamed her first couple accidents on holiday food. Patient said she was told her implant battery would last 3-5 years and since she wasn't getting symptom control she was thinking her implant battery was probably dead. Patient could not troubleshoot due to lack of access to external equipment and will call back once she has it. Patient requested to be sent doctor listings of surgeons in area just in case battery does need to be replaced, and patient left voicemail with their doctor today. Additional information was received from the consumer on 2019-jul-09. In response to the inquiry if the patient had seen their health care physician (hcp) regarding the return of symptoms and possible dead battery the patient replied they saw the surgeon/doctor at the office on (B)(6) 2019 after getting a new programmer from the manufacturer company ¿staff.¿ the patient stated the hcps stated the battery was still working but after taking an x-ray, the doctor saw one of the 2 lines/lead wires was detached. The patient stated they were waiting for the manufacturer company¿s new device so their current device could be replaced with a rechargeable device. In response to the inquiry for cause of the return of symptoms and a possible dead battery, the patient reported they saw a new surgeon/clinic to get the device reprogrammed and to check the life of the implanted device. In response to the inquiry for actions and interventions taken to resolve the return of symptoms and possible dead battery the patient reported ¿reprogramming and then an x-ray¿ had been ¿taken when the stimulation was not equal on both sides.¿ the patient reported they saw that one of the leads moved inward, the malfunction cost hundreds of dollars for the health care physician (hcp) visit. The patient noted their original surgeon/hcp moved right after their surgery and they were not aware of programming being only done at the hcp office, they were not aware how to troubleshoot the device and programmer and they didn¿t have a regular hcp to contact. The patient stated they needed a replacement and they wanted to be updated when the new device was approved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they were having some issues with their device and ended up going back to their healthcare professional (hcp) for help. The hcp did an x-ray which showed one of their leads had moved and was no longer functional. The patient stated that their device ¿has lasted its lifetime¿ and is considering getting it replaced, but she wants to wait for a rechargeable device from the manufacturer. There were no further complications reported or anticipated.

Event description:
Additional information was received. The patient reported that what appears to be a continuation of a previously reported issue. The patient stated it only half worked because the other wire detached. The therapy was turned on at the time of the report, but only half of it was working and then none of it was working and it was not working very well anyway. The patient reported they were having accidents. They wondered if the ins may have reached end of service. It was discussed that the patient should reach out to their healthcare provider to check ins status. They were looking for a new healthcare provider; healthcare provider listings were sent. No further complications were reported or anticipated.